Event description:
It was reported that the autopulse li-ion battery failed during use in the autopulse platform. No adverse patient sequelae was reported. No further information was provided. Manufacturer requested additional information on 09/30/2013; however, no additional information has been obtained.

Manufacturer narrative:
Zoll has not received the product in complaint. A supplemental report will be filed if and when the product is returned and investigation has been performed. Please see the following related MFR report: #3003793491-2013-00886 for autopulse li-ion battery with sn (B)(4).